Event description:
The reporter stated that the device was alarming check clutch. There was no patient injury or treatment associated with this event. Upon evaluation, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. The clutch error was due to a bent worm-coupling. During the evaluation, the size potentiometer was replaced because it could not be calibrated. This is being monitored for trends.